Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the plug on the ac power module is pushed in. There was no report of patient involvement.